Manufacturer narrative:
Other relevant device(s) are: product ID: 9734775, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had an intermittent issue where the system says "no input". The system was on and functioning as intended, and then it switched to the "no input" message. The cable for the monitor was re-seated and the issue seemed to improve. There was no patient involved when this issue was identified.